Event description:
It was reported that the pt alleges a syk metal plate implanted in right knee on or about (B)(6) 2012 failed. It was reported that the pt alleges the plate inserted was loose and had turned black, which necessitates a revision in surgery.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.